Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not booting into the pyxis application. The unit powered on and booted into windows, and carefusion startup windows appeared briefly; however, the system then became unresponsive at the device information screen, prevented any interaction. The customer performed two power cycles, but the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the issue was resolved by rebooting the station and no further investigation required. The system functioned as intended after the technical support specialist investigated the issue.